Event description:
Caller reported blood glucose results of 300 mg/dl and 100 mg/dl within 10 minutes on the voicemate system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.